Event description:
It was reported that a symphysis plate 6-hole broke 2 months post-op two times after fixation of a symphysis disruption. Plate breakage was noticed during routine x-ray.

Manufacturer narrative:
As no lot no. Was provided, we have inspected the batch documentation of lots that were sent to the hospital and no deviation was detected. From each lot we had one piece physically in the warehouse and we have as well re-checked these items and no deviation to the defined specifications were detected. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval.